Event description:
Customer states: "we had an incident 4pm yesterday where there balloon detached and stayed in the patient's uterus. Now this balloon has to be removed from her uterus. The doctor inflated the balloon and pulled back a little. He felt no tension and the catheter came out leaving the balloon in. The radiologist stated for me to contact the patient's physician to let him know. Not sure at this time if the balloon has been removed."

Manufacturer narrative:
A proper evaluation cannot be performed at this time due to the product not being returned. Initial information indicates the patient's physician was on vacation, so the patient went to another ob/gyn physician to have the balloon removed in the office. The physician was unable to remove the balloon and prescribed the patient amoxicillin until her normal physician returned from vacation. The nurse, at her normal physician's office, stated the patient did not have any known complications while the balloon was indwell. The patient underwent a hysteroscopy, a dnc and was supposed to have an ablation. The nurse stated the patient and physician had discussed having an ablation prior to the balloon incident. The patient decided while the physician was in there and looking for the balloon to go ahead and perform the ablation. The physician spent one hour looking for the balloon; however, was unable to locate the balloon or any fragments. Since the physician was unable to locate the balloon, the ablation did not take place. The physician noted the patient did not show any signs of any damage and has scheduled the patient to have an ultra sound performed the first or second week of november. If the balloon is still not located, the patient will have a flat plate of the abdomen performed. When additional information is received, an update will be forwarded.